Event description:
It is reported that a sc euphora balloon was used to dilate a lesion in the cx/lm. The lesion was occluded. The device was successfully positioned at the lesion using a non-medtronic guidewire and inflated. The physician then attempted to remove the balloon from the patient, but the balloon became immobilized on the proximal part of the wire, during removal through the tuohy burst. The wire and the balloon were then removed. Another wire was then inserted into the cx, and a non-mdt stent was implanted to treat the lesion. It is reported that the patient suffered a vessel occlusion during the procedure, due to a thrombus. The patient suffered a cardiac arrest following the successful stenting of the cx and lad with a non medtronic stent. The patient subsequently expired on the same day. The physician does not believe that the death, occlusion, and/or thrombus was related to the sc euphora removal difficulties. Evaluation summary: the device was returned with two guidewires and the guide catheter. The guidewire had been removed from the device. Initial mandrel movement was successful with no resistance noted, a 0.015inches mandrel was used. A 0.014inches guidewire was also loaded with no resistance noted. Balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated. The distal tip was flared. There is a kink evident immediately distal to the strain relief. The marker bands were intact. There was no damage evident to the balloon or inner shaft.

Manufacturer narrative:
Results: occluded vessel. Conclusions: investigation in progress, vessel occlusion, occluded vessel. (B)(4).